Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the device display was missing segments. No patient involvement was reported.

Manufacturer narrative:
Evaluation summary: one sample was evaluated. The device failed to meet specification as it was received or made available for evaluation. The customer reported the complaint mode that the device display was missing segments. A visual inspection of the returned part was conducted, and no anomalies were observed. During set up when scrolling through the set-up menus, it was observed that there were missing segments on the display. To fix the fault, the display flex cable was disconnected from the j8 connector on the user interface pcb and then properly reseated. The investigation isolated the failure of the observed condition to the improper connection to the display flex cable. No new formal investigation is required, the event will be included in trending and monitoring. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.